Event description:
The customer received a questionable ammonia result on their c502 analyzer. All testing was performed on the same c502 analyzer. The patient's initial ammonia result was 254.3 ug/dl accompanied by a data flag and was reported outside the laboratory. The repeat result was 74.3 ug/dl. The patient's ammonia result was corrected to 74.3 ug/dl based upon the repeat and previous results. It is unknown if the patient was adversely affected by the event. The ammonia lot number was 65032101 and the expiration date was (B)(6) 2013. The field service representative could not determine the cause of the event. He checked the instrument. The customer performed calibration and quality control and accepted all the results. A precision test was performed. The instrument was performing to the manufacturer's specifications.

Manufacturer narrative:
Additional information was not provided for further investigation. A specific root cause could not be identified. No adverse event was reported.